Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was due to corrupt programming due to a defective u100 and u101 ram chips. The root cause of the defective chips cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.